Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470, contact peron: (B)(4). The complaint was reported long after its occurrence theretofore the investigation is an evaluation of the information that was received. According to the information from the hospital the calculated insertion length was 11 cm but the ng catheter for nava was inserted at 14 cm which according to the hospital was done in order to get good placement on the catheter positioning screen. This suggests that after the initial insertion of the edi catheter at 11 cm, the edi catheter position was incorrect and onscreen positioning was done. With the information available it seems that positioning using the positioning window was correct and proper functioning of the edi catheter was achieved but the advancement to achieve this didn¿t take into account the exceeding of the calculated insertion length. The selected ng catheter was 6fr 50cm but according to labeling the recommended ng catheter for the patient is 6fr49cm . The conclusion in this matter is that there was no ng tube malfunction or inadequate labeling/insertion/positioning information. The cause was the deeper insertion of 14 cm instead of the calculated 11 cm. There is adequate information in the user¿s manual for calculating of the insertion length and correct positioning of the ng tube. A shorter ng tube 6fr49cm could have been more suitable.

Event description:
Manufacturer reference#:(B)(4). Importer reference #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that the ng tube for nava may have caused perforation in a patient.the final patient outcome is unknown. (B)(4).